Event description:
It was reported that after an open left atrial appendage closure, the initial procedure was performed on april 14. The device was fired on the left atrial appendage at the 1st firing, bleeding was not observed right after the procedure. However, bleeding from the left atrial appendage occurred on april 20. Additional suture was performed in the reoperation. The patient has been hospitalized and under a follow-up. The patient had already been in a bad condition in the initial procedure, had to do with the mitral valve, the tricuspid valve, and the interventricular septum as well.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: the device functioned properly in the initial procedure. The patient¿s condition is stable as of april 21. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what is the surgeons experience with this device for this surgical application? What color cartridge was used? Did the surgeon wait 15 seconds prior to firing the device? Does the surgeon believe that the post-operative complications were a result of a deficiency with the stapler or was contributed by the patient¿s tissue factor? Where there any issues identified with staple formation throughout the procedure? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022 additional information received: was the reload gst60d or ecr60d =>gst60d. What is the surgeons experience with this device for this surgical application? =>no. Further information is available. What color cartridge was used? =>gold. Did the surgeon wait 15 seconds prior to firing the device? =>no further information is available. Does the surgeon believe that the post-operative complications were a result of a deficiency with the stapler or was contributed by the patient¿s tissue factor? =>no. Further information is available. Where there any issues identified with staple formation throughout the procedure? =>no. No further information will be provided.